Event description:
The customer reported "possible accidental bolus of medication¿. Additional event details not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s reported experience of a possible accidental bolus was not confirmed. Review of the pump module event log showed the device ran at very low flow rates (below 1ml/hr) between the hours of 2:57am and 5:22am on (B)(6) 2015. At 5:25am, the pump module door was opened, triggering a ¿check IV set¿ alarm. Seconds later, pump module was powered off. Without additional information, the pcu event log and user infusion programming information, it is not possible to determine whether the programming for each infusion was correct or intentional. Testing and inspection of the pump module found no malfunctions and to be infusing within specification. The root cause of the customer¿s experience with a possible accidental bolus of medication could not be determined.